Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, keypad anomaly and prime anomaly. The customer¿s blood glucose level was 180 mg/dl. The customer reported that the motor was sluggish during rewind and priming took longer, made grinding noise. It was reported that they had received unexplained no delivery alarms and act, escape and down arrow buttons were sticking. It was reported that they had diminished battery life; pump rejects new batteries, and took longer to power on. It was reported that the display was scuffed and was harder to read in some areas. The insulin pump will not be returned for analysis.